Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit exhibited could not insufflate. The issue occurred, during preparation for use. For a therapeutic laparoscopic surgery. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury or death.

Manufacturer narrative:
Updated fields: h4, h6, and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.